Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of surgical planning found over-segmentation during the segmentation process. The segmentation stage could not lead to significant changes pre-op planning but could affect the guide fit. With the available information, it is not possible to determine the exact root cause of the reported event.

Event description:
It was reported that patient underwent a signature knee procedure on (B)(6) 2012. During the procedure, the distal femoral cut did not remove enough bone. The femoral guide did not fit the patient's femoral contours. Standard instrumentation was used to complete the procedure, with no reported patient injury or delay in the procedure.